Event description:
During the routine follow-up interrogation report shows that the device reached eri, but the eri date is not specified on the report. Noticeable point is during this interval, the patient did not receive any shock therapy, and there were no issues with high thresholds or pacing dependency. Respective device is affected one as per fsn (B)(6) 2021 data. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance test proved the device functions to be as specified. The returned follow-up data was inspected, confirming the activation of the battery status eri. However, the available data is not sufficient to perform root cause investigation. Inspection of the device is necessary for determination of the root cause. Please note this ICD belongs to the device population affected by the field safety notice communicated in march 2021 with the reference bio-lqc. Therefore, and in order to exclude any potential harm for the patient we would like to recommend replacing the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should the device become available this investigation will be updated.